Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently received inappropriate shock therapy. Boston scientific technical services (ts) was contacted and confirmed that the patient's fast rhythm had low r-wave amplitude measurements, which contributed to t-wave over-sensing and subsequent inappropriate therapy delivery. Ts provided recommendations for assessing the system performance in-clinic, as the patient's signal morphology had changed since the last follow-up in (B)(6) 2023. The patient was evaluated in-clinic with the recommended troubleshooting, and the alternate vector appeared most suitable. Ts was contacted again and confirmed stable, appropriate sensing in the newly programmed vector. At this time, this s-ICD remains implanted and in-service. No additional adverse patient effects were reported.